Event description:
Procedure: laparoscopic cholecystectomy. Patient sex: unk. Reportedly, while inserting the trocar into the patient cavity and through the peritineum the tip was not shielded. There was no injury to the patient.